Event description:
Customer reportedly obtained results of 271 mg/dl and 104 mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info provided to indicate where comparison performed.